Event description:
It was reported that during device unpackaging and preparation, the lesion was to be pre-dilated and the 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was opened and found to have a significant kink at the junction of the proximal end of the balloon and the delivery catheter shaft. The device was not used. Using a radial artery access approach during the procedure of the left anterior descending artery a second 3.5 x 15 mm nc trek was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the inner member separated at the proximal balloon marker. The balloon was still intact and not in two pieces. The outer member was stretched.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and found the shaft inner member was separated at the location of the reported kink. A review of the complaint handling database found no similar incidents from this lot reported for kinks. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will be addressed per quality system protocol.